Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that during an eight-month post procedure angiogram, the previously implanted stent was seen fractured and lesion restenosed. The fracture location was mid stent. Patient was treated with balloon angioplasty and another palmaz blue (similar size stent) was placed inside the first implanted. The final angiogram films showed satisfactory results.